Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in san donato milanese, italy. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In addition, it was found that the device could not cool on the cardioplegia circuit. The failure was traced back to the ac mains board. The part was replaced, the contacts cleaned and problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report heater cooler system did not heat properly the water on the patient circuit. The maximum temperature that could be reached was 22 degrees. The issue occurred during priming and there was no patient involvement.